Event description:
It was reported when using the bd pyxis medstation system, station failed to turn on and went offline. Recovery attempts were unsuccessful, resulting in continued failure.the customer stated that the malfunction caused some delay in dispensing medications, although there was another machine with similar medications situated nearby.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that issue was caused by drawer failure. A field service engineer replaced the drawer controller board to resolve the issue. A complaint investigation specialist stated that the part was returned to the designated complaint handling unit for part investigation. The system functioned as intended after the field service engineer troubleshooted the device.